Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic with over sensed noise and mode switches on the right atrial lead. No resolution was reported, and the patient condition appeared good and unaffected.